Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for a surgery to replace the internal magnet on (B)(6) 2024. The implanted device remains. This report is submitted on january 31, 2024.

Manufacturer narrative:
This report is submitted on october 12, 2023.

Event description:
Per the clinic the patient experienced a dislodged magnet and pain during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. There are plans to reposition the magnet; however, this has not occurred as of the date of this report.